Event description:
Philips received a complaint by the customer on the v60 indicating that the unit will not power on. It was reported there was no patient involvement at the time the issue was discovered. It was initially reported that the device was giving a light emitting diode (led) failure after the front bezel was replaced. A field service engineer (fse) then went onsite and performed a troubleshoot with the biomed. The biomed informed the fse that the device was would not power on with the power button. The fse then replaced the power management (pm) printed circuit board assembly (pcba) and confirmed the issue was resolved. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.